Event description:
Inop condition the biomed called carefusion technical support indicating that during pre-use check the unit displays vent-inop/motor fault with continuous audible alarm present.

Manufacturer narrative:
The biomed suggested that he check voltage on power supply/motor driver pcb to isolate hardware cause, which also involves turbine assy/main pcb. "The biomed will call back incase he needs further support". As of 05/04/2015 he has not responded. Carefusion will do a follow-up call. Should the alleged faulty component be determined, an rga number will be issued. If the faulty component is received and evaluated, a follow-up medwatch report will be submitted.